Event description:
According to the reporter, during a right ureteral reimplantation procedure, when the surgeon used the suture to fix the end of the ureter to the side wall of the left ureter, the suture needle broke and 2/3 of it was buried in the tissue, invisible to the naked eye. Under c-arm machine fluoroscopy, the stump of the suture needle was visible in the lower left abdomen. An electric hook was used to incise the side wall of the local bladder to search for the stump of the suture needle layer by layer, but the attempt failed. The search continued after the ureteral reimplantation was completed. Laparoscopy was used to search in the abdominal cavity. At the same time, the c-arm machine searched again, but still failed. A laparotomy was performed to explore. The patient's vital signs were unstable, and the surgeon, anesthesiologist, surgery center, and medical education department jointly decided to close the abdomen. The surgical time was extended due to the device problem. Five days after the procedure, the broken needle was removed by surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.